Event description:
The user facility reported a 77yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support, a pump stop alarm was triggered. A cable between the sterile sleeve and proximal to the red impella plug has been severed. The pump was removed and replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The device was not returned for evaluation. However, the based on the clinical report, sufficient details provided can be used to determine the root cause. Therefore, the cause of the pump stop was an electrical open most likely from excessive force. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.